Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, it was observed that more than the typical amount of air was noted in the coronary arteries. The user facility suggested that the cause may have been a defective valve, which was not venting the air properly. The case was completed successfully, with no blood loss. There was a delay of 5 minutes during the extended perfusion at higher flows and pressure. There was no observed pt harm.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).